Manufacturer narrative:
Investigation: review of device history records was not possible as the lot number was not provided. Investigation could not lead to define the precise root cause of this adverse event. This event appears to be infection. The root cause could not be defined precisely with info collected. Implants used in surgery included: 510(k) k080099, (B)(4): nut; (B)(4): polyaxial screw 4.5mm, length 30mm; (B)(4): polyaxial screw 5.5mm, length 30mm; (B)(4): polyaxial screw 5.5mm, length 35mm; (B)(4): polyaxial screw 5.5mm, length 40mm; b02235501: standarding connecting clamp for rod 5.5; 510(k) k100297, (B)(4): derotation connector; 510(k) k100297, (B)(4): cocr rod 5.5, length 260mm.

Event description:
On (B)(6) 2011, pt returned for a 6 month post-op visit. Doctor indicated that the wound had enlarged in size and that surgical intervention was required to clear possible infection. Pt was admitted on (B)(6) 2011 for irrigation and debridement of the wound site. Pt was discharged on (B)(6) 2011 with order to take po cipro for 3 months.